Event description:
A customer contacted baxter to report that the blue pull ring cap was separated from the patient connector (adapter) of the set when the overpouch was opened, before the customer used it there was no patient injury or medical intervention.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded. A follow-up report will be filed should any necessary supplemental information become available. A 510(k) number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported because it is the same or similar to the product distributed within the u.s.